Event description:
It was reported that during the implant procedure this left ventricular (lv) lead exhibited placement difficulty, high pacing thresholds, and high out of range pacing impedances measuring greater than 2000 ohms. The lv lead was removed prior to pocket closure. No adverse patient effects were reported.